Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have part of the teflon pad missing from the clamp arm. The missing piece was not returned with the instrument. The event caused partially or wholly by the user of the device including sample handling. The complaint was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the insulating sheet was broken. The procedure was completed with no reported injury.